Event description:
Reporter alleged the customer obtained a result of 219 mg/dl on the advantage system while experiencing hypoglycemic symptoms. Reporter stated that she called emts, they obtained a result of 32 mg/dl 15 minutes later and treated her with an IV. Reporter stated the customer passed out, so they administered more treatment through the IV, took her to the hospital and a 72 mg/dl resulted was obtained there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.